Event description:
Patient called to report an adverse reaction to walmart equate bandages. Patient stated the first bandage she tried just before thanksgiving was an equate antibacterial bandage and she broke out into a rash that was bleeding and had puss. She stated she then bought a non-antibacterial equate bandage from walmart on (B)(6) 2024 thinking it wouldn't cause her a reaction, but again she broke out into a bad rash with bleeding. Patient stated after some research she learned that all the walmart equate bandages contain benzalkonium, however not all list the ingredient on the device packaging. Patient believes her reaction is to the pad on the equate bandage that contains benzalkonium. Reference report: mw5163376.